Manufacturer narrative:
Additional information : d4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146788 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146788 and test base part number 195-430h / lot 140504r. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields:d1,d2.d3, g1,g4 and h4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Consumer confirmed she was symptomatic and not feeling well. Although requested, no additional patient information, including treatment and outcome, was provided.